Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device was showing motor rate error. No patient injury was reported.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, a non-original equipment manufacturer battery was identified, the right plunger case, battery door and barrel clamp head were cracked. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the reported motor rate error was found during the occlusion test. Root cause of the reported issue is due to normal wear of the main board which no longer operates properly from age. Replaced the main board, and also replaced the worm gear and worm coupling as preventative measure. Performed power up process, preventive maintenance, occlusion test and all functional tests which passed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, a non-original equipment manufacturer battery was identified, the right plunger case, battery door and barrel clamp head were cracked. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the reported motor rate error was found during the occlusion test. Root cause of the reported issue is due to normal wear of the main board which no longer operates properly from age. Replaced the main board, and also replaced the worm gear and worm coupling as preventative measure. Performed power up process, preventive maintenance, occlusion test and all functional tests which passed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, a non-original equipment manufacturer battery was identified, the right plunger case, battery door and barrel clamp head were cracked. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the reported motor rate error was found during the occlusion test. Root cause of the reported issue is due to normal wear of the main board which no longer operates properly from age. Replaced the main board, and also replaced the worm gear and worm coupling as preventative measure. Performed power up process, preventive maintenance, occlusion test and all functional tests which passed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. D4: correction: model number: 3500.